Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Subsequently, the customer went to the emergency room (ER). Reportedly, the pump's control-iq software was not functioning as intended. Tandem technical support was unable to confirm the reported issue as the customer declined troubleshooting and declined to provide additional information.